Manufacturer narrative:
Other, other text: b5: additional information received and attached from customer via email dated 30-sep-2021. The email was updated in complaint to (B)(6). The event occurred during bench test. There was no patient involvement. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Expulsor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a rate inaccuracy. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further details provided at this time.